Event description:
During an endoscopic ultrasound patient complained of pain. After procedure pain increased - x-rays were taken. Free air in abdomen - probable perforation. Patient taken to or for repair of duodenal perforation.